Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and temp sensor were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed high ma and kv on in error messages. No report of pt or staff injury.